Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could have been due to the user handling error. It was reported that the user didn't open the side port on the procedural sheath which could have lead to the reported jam. The review of the lhr (f1502003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the user didn't open the side port on the procedural sheath and this lead to a jam. Manual pressure was applied for less than 30 minutes. No further information is available.